Event description:
During the successful embolization of the aneurysm, it was noted that one of the coils prolapsed into the parent vessel. It was not disclosed which of the coils placed prolapsed but the physician stated it was "not considered a device malfunction". There were no reported pt complications and pt assessment by modified rankin scale was "0" both pre and post-procedure.